Event description:
Ous MDR - multiple shock deliveries and oversensing were reported after an implantation time of about 15 months. The lead and the ICD were explanted. Linox sd 65/18, MDR 1028232-2009-00423.

Manufacturer narrative:
Ous MDR - the analysis of the ICD did not indicate any malfunction of the device. In particular, the signal perception of the ICD proved to be normal. The eos state was as expected and resulted from the considerable number of consecutive charge processes caused by oversensing.